Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, the liner was broken. The liner was not matching the size of the cup, and it fractured during the second attempt to adjust its position for implantation. The liner could not be removed from the patient separately, finally it was removed together with the cup. All the fragments were retrieved and cleared. Changed another larger sized liner and cup to complete the surgery. The surgery was delayed for about 1 hour. The patient is currently stable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the patient was a 48-year-old male who underwent total hip arthroplasty in hospital on (B)(6) 2025 due to "aseptic necrosis of the femoral head". During the surgery, it was planned to implant (B)(6). The surgeon said that the ceramic liner couldn't be completely matched with the acetabular cup during implantation. Therefore, the surgeon made secondary adjustment of position to attempt implantation. When the ceramic liner was implanted, the edge of liner was broken and couldn't be removed. Eventually the surgeon removed the broken liner with the cup and replaced it with the next size cup and ceramic liner to complete the surgery. There were no allegation with the cup that contributed to the intra-op disassembly issues and the scratches on the cup were caused during the extraction efforts.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: g1 (manufacturer contact first name & last name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> liner breakage intra-op. It was reported that during the surgery, the liner was broken. The liner could not be removed from the patient separately, finally it was removed together with the cup. All the fragments were retrieved and cleared. Changed another larger sized liner and cup to complete the surgery. The surgery was delayed for about 1 hour. The patient is currently stable. The product returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual inspection of the returned sample revealed that the ea delta cer insert 36idx52od shows signs of multiple fractures. Not all the fracture fragments were returned for evaluation. Metal transfer of erratic appearance can be found on the liner. In case of symmetrical, and therefore correct, tapper fit between the ceramic liner and the metal cup, metal transfer patterns are expected over the whole circumference in region taper top and taper center on the liner. The liner does not exhibits such patterns. Additionally, metal transfer can be found on the transition tapper bottom and back track. This metal transfer indicates a tilted position of the liner during impaction. The rim of the liner is chipped. Next to the fracture surface, metal transfer can be found which indicates, small areas of intensive contact between in the ceramic liner and the metal cup. Therefore it is assumed that the liner fractured due to a point load caused by a misaligned misposition of the liner in the metal cup. An additional fracture of the liner, splitting it in two halves most likely occurred much later after the initial chipping. This is indicated by the sharp edges of the fracture surfaces. Metal transfer next to the fracture surface at the inner sphere further indicates the liner was damaged on purpose to remove it. According to the information provided by the customer. The liner could not be removed during revision surgery and was finally taken out together with the cup. This supports the assumption that this additional fracture happened during removal of the fragments from the extracted cup. A manufacturing record evaluation was performed for the finished device [121881752/ 4511451] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. However, in support of the evaluation performed, the observed damage of the ea delta cer insert 36idx52od may have been caused by a misalignment during the process of positioning the liner into the metal cup. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device [121881752/ 4511451] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review ==> a manufacturing record evaluation was performed for the finished device [121881752/ 4511451] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : liner breakage intra-op. It was reported that during the surgery, the liner was broken. The liner could not be removed from the patient separately, finally it was removed together with the cup. All the fragments were retrieved and cleared. Changed another larger sized liner and cup to complete the surgery. The surgery was delayed for about 1 hour. The patient is currently stable. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4). The photo investigation revealed that the ea delta cer insert 36idx52od is fractured. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. However, with the information provided the observed damaged on the ea delta cer insert 36idx52od may have been caused by improper handling of the ceramic. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device [121881752/ 4511451] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device [121881752/ 4511451] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review ==> a manufacturing record evaluation was performed for the finished device [121881752/ 4511451] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. .